Manufacturer narrative:
Eval summary: the device was requested to be sent in to baxter for eval, however, the customer was not able to locate the serial number nor the location of the pump to do so. Therefore, the reported condition of the pump failing to alarm could not be confirmed. Baxter attempted to obtain additional info pertaining to the event, however, the customer was not able to provide any.